Event description:
It was reported that the pt had experienced speech and balance issues that she did not have prior to implantable neurostimulator (ins) surgery. The pt also stated that her left hand still shakes. It was reported that her bottom unit near her waist was not working. Also reported was that the pt had a broken wire. Additional info received reported that the cause of the event could be a possible side effect of her ins. No impedance measurements were taken. Reprogramming took place every 4-6 weeks with somewhat better slurred speech and balance at lower settings but then worsening tremors. The pt did not require hospitalization and there was no injury. Refer to manufacturer report# 3004209178201106599.

Manufacturer narrative:
(B)(4).